Event description:
It was reported that cadd legacy pump: upstream sensor damage, during testing. No patient or clinician injury.

Manufacturer narrative:
Manufacturing (DHR) device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was manufactured aug. 2002, and is out of warranty therefore, no manufacturing DHR review is needed. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seal and labels were all intact. Functional testing: a pressure station test was performed on the pump and device failed. Customer problem was duplicated "upstream sensor damage" issue during the investigation. Recommend upstream sensor to be replaced. The root cause of the reported issue was found to be a faulty upstream sensor.